Event description:
It was reported during remote follow up that the right ventricular lead exhibited low pacing impedance and increased capture threshold. Dislodgement was suspected. The lead was capped on (B)(6) 2022 and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
Correction: h6 previously reported as "impedance problem", now updated to "low impedance"